Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature depletion. It had been implnated 38.3 months. It was replaced and was be returned for analysis.